Manufacturer narrative:
Intuitive surgical inc. (Isi) received the patient side manipulator (psm) for failure analysis investigation. The unit was analyzed and repeated recoverable fault 23022, was confirmed and replicated. In snowflake, the 23022 error was found indicating a failure for the brake to hold properly, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system and functioned as expected. The system was power cycled 31 times and monitored for 23022 errors, but none occurred. The unit was then installed onto a patient side cart fixture test platform (pftp) where brake spec was found to be failing. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the patient side manipulator (psm). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a training, a repeated recoverable error 23022 on patient side manipulator (psm) arm 2 at startup and a prompt to disable the arm. The error began after the system was powered off, the blue fiber cables were disconnected, and the system was powered back on to move it out of the room. The customer performed multiple system reboots and attempted several recoveries, but the error could not be resolved. There was no report of patient involvement.